Manufacturer narrative:
Product analysis: it was confirmed that the display was misaligned. The connection between the display overlay and printed circuit board (pcb) was re -seated and the stylus was calibrated to the display. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display would not remain calibrated to the stylus. The programmer was returned for service. There was no patient involvement.